Event description:
Unomedical reference number (B)(4) event occurred in the united states it was reported that the patient faced an issue of low blood glucose level of 8 mg/dl which happened suddenly. The patinet was hospitalized on (B)(6) 2024 for low blood glucose level and admitted for 10 days., no further information was available.